Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/1.0/107 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to glare and halos. The problem was resolved. Cause of the event is unknown. Reportedly. "Postoperative halo, after the adaptation period, the patient could not accept and requested remove."

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: type of investigation: 4110 - "lens work order search: no additional similar complaint type event within associated lots were found." Should be added to initial MDR. H6 - investigation findings:213 should be added to initial MDR. Claim #(B)(4).